Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that after implant of pulse generator, the patient had to be transferred to another hospital due to heart failure. The device exhibited a telemetry anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun